Event description:
Customer's mother reported a motor error alarm during bolus delivery. The blood glucose reading was 212 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted with clearing the alarm and stated that she was able to rewind the insulin pump. She had also received a no delivery alarm at the same time that she had received the motor error alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.